Event description:
A report was received that stated that a pt received insufficient local anesthesia when the suspect medical device was used. It was necessary to place the pt under general anesthesia during the procedure. However, when the pt arrived in pacu the pt did presented with the effects of the spinal; numb from l3 down, which resolved with time.

Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the evaluation.